Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a high atrial pacing impedance of 2,700 ohms. Pacing impedance at implant was 800 ohms. With isometrics, pacing impedance was greater than 3,000 ohms. Atrial sensing and capture was intermittent. The patient also complained of muscle twitching in the shoulder with extension and isometrics. A boston scientific technical services (ts) consultant discussed troubleshooting and it appeared that there may be a loose setscrew. A boston scientific representative will discuss the need for evaluating the setscrews and terminal pins with the physician. The local sales representative reported that the patient was scheduled to be seen again in clinic to assess the possibility of a loose setscrew. Additional information was received that the issue was indeed a loose setscrew and was revised successfully during an invasive procedure. The device was later explanted and returned for reliability analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.